Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a therapeutic endoscopic surgery procedure, their high flow insufflation unit device emitted frequent pressure alarms. The customer later confirmed that the pinch valve was exhausting properly, that the overpressure warning beeped and the overpressure warning light was lit, and the evacuation suction tube was connected. Additionally, the customer believed the original olympus tubing was in use. The procedure was completed using the same device. There were no reports of patient harm.